Event description:
Assumes that the novopen 4 is not functioning correctly (suspected that pen delivered wrong (too high) insulin dose [device malfunction]; hypoglycaemia [hypoglycaemia]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by a medical doctor from (B)(6), concerns her husband, a (B)(6) male pt who was treated with novorapid penfill (fast-acting insulin aspart), and novopen 4 (insulin delivery device) therapy beginning on an unk date. The pt experienced "hypoglycaemia" beginning on (B)(6) 2013, "hypoglycaemia" beginning on (B)(6) 2013, and "assumes that the novopen 4 is not functioning correctly (suspected that pen delivered wrong (too high) insulin dose". Pt's height: 183 cm. Medical history includes type 1 diabetes mellitus since 2002, and hypothyroidism. The pt had reportedly been taking novorapid penfill and novopen 4 for type 1 diabetes mellitus on unk dates. Action taken to novorapid penfill and novopen 4 was reported as no change. No change as all other blood glucose measurements and insulin dosages stayed constant. Pen was exchanged and a new insulin cartridge was used. On (B)(6) 2013, the pt experienced severe hypoglycaemia was admitted to hosp. The pt recovered on the same day. On (B)(6) 2013, the pt again had severe hypoglycaemia and needed the help of a paramedic. The pt recovered on the same day on (B)(6) 2013. The physician assumed that the novopen 4 was not functioning correctly. Time interval between last injection and events was reported as 2 hours. The overall outcome of "hypoglycaemia", and "hypoglycaemia" was reported as recovered. The overall outcome of "assumes that the novopen 4 is not functioning correctly (suspected that pen delivered wrong (too high) insulin dose" was not reported. Reporter comment: the reporter (a physician) assumed that the novopen 4 was not functioning correctly. Alternative aetiology was not reported. Causality: probable for pen, most probably not the insulin.